Event description:
On (B)(6) 2012, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient changed the battery and battery cover, but e8 was still displayed. The patient cannot clear the message by pressing the check button. The check button will not function because the up button is permanently pressed, preventing the function of the other buttons. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.